Manufacturer narrative:
The suspect unit is expected to return for investigation. A follow up will be submitted when the evaluation is complete.

Event description:
After opening the package the stent delivery device was found to be occluded.

Manufacturer narrative:
One unit was returned for evaluation. The unit was examined visually and use tested. The complaint is unconfirmed. A review of the device history record found no exception documents for this lot number. A review of the complaint database found one related complaint for this lot from the same customer.

Event description:
After opening the package the stent was found to be occluded.